Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contacted technical support after encountering an air detected in cassette alarm during drain 3 of 5. The patient confirmed there was no issues with the cycler set tubing. However the patient encountered a patient line blocked message. Patient cancelled treatment and when removing the cassette, observed evidence of a fluid leak inside the liberty cycler cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. The liberty select was replace. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (power fail recovery failed) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. The fifteen minute self-test / treatment was perform. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.